Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the nozzle was clogged by a yellow viscous foreign material. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope air supply is not smooth. The event occurred during reprocessing, prior to a diagnostic gastroscope and a similar device was used to complete the operation. During a standard service inspection of the customer returned device, the nozzle was clogged by a yellow viscous foreign material. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed during inspection, but could not be further identified. No further cause could be established. The reprocessing methods reported were compliant with the instructions for use. Olympus will continue to monitor field performance for this device.